Event description:
The user provided data comparing the glucose results from two b221 blood gas analyzers to the result from a sodium fluoride sample tested on a beckman dxc600. Of the data provided, one result was discrepant. The results from the b221 serial number (B)(4) was 3.7 mmol per l, the result from the b221 serial number (B)(4) was 3.3 mmol per l and the result from the beckman dxc600 was 4.4 mmol per l. No information was provided to the beckman dxc600 was 4.4 mmol per l. No information was provided to the beckman dxc600 was 4.4 mmol per l. No information was provided to the beckman dxc600 was 4.4 mmol per l. No information was provided to determine if any erroneous results were reported or if any patients were adversely affected. If additional information is received, appropriate notification will be provided.

Manufacturer narrative:
Investigation of the data provided revealed that the b221 analyzer and the mss sensor were working within specification as samples tested met specification. No further investigation could be carried out due to missing analyzer data. No adverse events were reported.

Event description:
The user provided data comparing the glucose results from two b221 blood gas analyzers to the result from a sodium fluoride sample tested on a beckman dxc600. Of the data provided, one result was discrepant. The results from the b221 (B)(4) was 3.7 mmol per l, the result from the b221 (B)(4) was 3.3 mmol per l and the result from the beckman dxc600 was 4.4 mmol per l. No info was provided to determine if any erroneous results were reported or if any patients were adversely affected. If add'l info is received, appropriate notification will be provided.